Event description:
It was reported by the (B)(6) that during service and evaluation, it was determined that the battery reamer/drill device had a sticky trigger, moving parts did not move smoothly-trigger, would not run due to motor damage, would not run due to electrical control unit damage and had corrosion/rusting/pitting. It was further determined that the device failed pretest for general condition, check for sticky trigger, check function of device and check power with power test bench. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to the environment, which is environmental conditions. UDI: (B)(4).